Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had adhesive issue with the tape. The customer's blood glucose was 50 mg/dl at the time of incident. The customer treated their low blood glucose with glucose tablets and crackers. The customer was advised of the proper techniques for sensor insertion. The product will not be returned for analysis.